Event description:
Ous MDR - after an implantation period of about 30 months, it was reported that during a follow-up on (B)(6) 2013 a warning for high current was displayed. The explanted device reached biotronik on (B)(6) 2014. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message, as mentioned in the complaint description, was displayed on the programmer indicating an elevated current consumption. The device was operating in the safety backup program. The memory content of the pacemaker was inspected. The inspection revealed that the device detected a temporary increased average current consumption which caused the activation of the safety backup program and the display of the aforementioned warning message. While in this safety backup program, the pacemaker was capable to deliver anti-bradycardia therapies. Next, the pacemaker was opened. The visual inspection of the inner assembly revealed no anomalies. Further thorough analysis of the electronic module did not show any conspicuities. In particular the current consumption was found to be normal during the time of the analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device switched to the safety backup program and displayed a warning message due to a temporarily elevated average current consumption of the device. The root cause for the temporarily increase was not determinable. However, during the entire implantation duration the device was capable to deliver anti-bradycardia therapies. The manufacturing records document a flawless device production, particularly the current consumption was normal. It is therefore assumed that the damage occurred after the device shipment.